Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during routine follow-up the CT showed a type iii endoleak, separation. The physician performed an intervention for the type iii endoleak, separation. After performing an angiogram the physician confirmed that is was a component separation between the distal part of the ipsilateral limb and the proximal portion of the 20x20x82 limb extension. The physician needed extra sheath support due to the tortuous iliac on the right side. The physician decided to use two endurant 20x20x82 limb extensions to ensure proper overlap between the gap. After ballooning and final angiogram no endoleak was noted. No additional clinical sequelae were reported and the patient is doing fine. Review of several returned CT's still photo's post-implant confirmed that an endurant bifurcate was positioned just below the renals. The ipsilateral limb with an extension limb were placed into the right common iliac and the contra limb was positioned into the left common iliac artery. Contrast was seen near the mid-length of the right limb. The stent graft was essentially straight near the location of the endoleak, and both limbs are patent. The type and cause of the endoleak could not be determined. It is possible that this was a type iii separation endoleak, but cannot rule out a type iii fabric. The amount of device diameter overlap at the junction is unknown, and the amount of component overlap at implant and currently also could not be determined. No other obvious device issues were observed.